Manufacturer narrative:
Complainant city: (B)(6). (B)(4). Device evaluated by MFR.: synergy mr, ous, 3.5x32mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent struts damaged on the proximal end of the stent with struts bunched and overlapping pushed distally. The undamaged crimped stent od (outer diameter) was measured and was within the maximum crimped stent specification indicating that there were no issues with the crimp stent profile. A visual examination of the balloon cones was performed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found damage to the tip. The type of damage evident is consistent with resistance being encountered during advancement. No other damage noted during analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 02-nov-2017. It was reported that crossing difficulties were encountered. The 89% stenosed target lesion was located in the severely tortuous and severely calcified proximal right coronary artery. After pre-dilatation was performed several times with a 2.5 x 15 emerge balloon catheter, a 3.50 x 32 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.